Event description:
As reported by the user facility: pump set for 250 ml/hr with total volume of 250 ml. In 1 hour, approximately 1/2 fluid remained in bag. Needed to infuse patient x1 add'l hour. Reference MFR report number: 9610825-2013-00376.